Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The home patient (hp) stated the unused supply lines were open. The hp cycled power and the hc alarmed system error 2367. The technical service representative (tsr) instructed the hp to cycle the power and the hc proceeded to press go to start. The tsr advised the hp to start over with all new supplies and inform the registered nurse (rn) of the system error 2240. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient stated the unused supply lines were open. This issue is being investigated through CAPA.